Event description:
It was observed that during the device evaluation, the video telescope exhibited no image, bad video connector pins, and rust/dust inside ccd (charge coupled device) lense. There was no patient involvement.

Manufacturer narrative:
The device evaluation found: no image, rust/dust inside ccd (charge coupled device) lense, bad video connector pins. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: no image due to a kink on the cable. A definitive root cause could not be identified for the bad video connector pins and rust/dust inside the ccd (charge coupled device) lense. It is likely that the following led to the malfunctions: cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.